Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)'), device expulsion ('expulsion of essure device / failure to occlude (close) fallopian tube(s)') and endometritis ('chronic endometritis') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included fibroids, lower abdominal pain, low back pain, uterine dilation and curettage, cesarean section, chronic cervicitis and adenomyoma. Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm) and diphenhydramine;ibuprofen. On (B)(6) 2000, the patient had essure inserted. In (B)(6) 2000, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse/pain while having sex"), vaginal discharge ("vaginal discharge"), insomnia ("other injury(ies) or complication please describe: can't sleep:"), hot flush ("hot flashes/hot flashing pain/ hormonal changes describe: hot flashes,"), pain ("body: pain;pain all over body"), nausea ("nausea") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On (B)(6) 2010, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced abdominal pain upper ("stomach pain"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), tingling skin ("tingles/tingle everywhere"), abdominal pain ("abdominal pain") and paresthesia generalized ("tingles all over body"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, uterine perforation, device expulsion, endometritis, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, hormone level abnormal, female sexual dysfunction, migraine, dyspareunia, vaginal discharge, insomnia, hot flush, pain, abdominal pain upper, mental disorder, reproductive tract disorder, nausea, tingling skin, vulvovaginal mycotic infection, abdominal pain and paresthesia generalized outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, hormone level abnormal, hot flush, insomnia, menorrhagia, mental disorder, migraine, nausea, pain, reproductive tract disorder, tingling skin, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and paresthesia generalized to be related to essure. The reporter commented: on an unspecified date, she underwent tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)'), device expulsion ('expulsion of essure device / failure to occlude (close) fallopian tube(s)') and endometritis ('chronic endometritis') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included fibroids, lower abdominal pain, low back pain, uterine dilation and curettage, cesarean section, chronic cervicitis and adenomyoma. Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm) and diphenhydramine;ibuprofen. On (B)(6) 2000, the patient had essure inserted. In (B)(6) 2000, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), insomnia ("other injury(ies) or complication please describe: can't sleep:"), hot flush ("hot flashes/hot flashing pain/ hormonal changes describe: hot flashes,"), pain ("body: pain;pain all over body"), nausea ("nausea") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On (B)(6) 2010, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse/pain while having sex"), abdominal pain upper ("stomach pain"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), tingling skin ("tingles/tingle everywhere"), abdominal pain ("abdominal pain") and paraesthesia ("tingles all over body") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on(B)(6) 2010. At the time of the report, the device breakage, uterine perforation, device expulsion, endometritis, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, hormone level abnormal, female sexual dysfunction, migraine, dyspareunia, vaginal discharge, insomnia, hot flush, pain, abdominal pain upper, mental disorder, reproductive tract disorder, nausea, tingling skin, vulvovaginal mycotic infection, abdominal pain and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, hormone level abnormal, hot flush, insomnia, menorrhagia, mental disorder, migraine, nausea, pain, reproductive tract disorder, tingling skin, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and paraesthesia to be related to essure. The reporter commented: on an unspecified date, she underwent tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Essure stop date was newly added. Events: yeast infection, abdominal pain, tingles all over body, chronic endometritis were newly added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device expulsion ('expulsion of essure device / failure to occlude (close) fallopian tube(s)') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm) and diphenhydramine;ibuprofen. On (B)(6) 2000, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse/pain while having sex"), vaginal discharge ("vaginal discharge"), insomnia ("other injury(ies) or complication please describe: can't sleep:"), hot flush ("hot flashes/hot flashing pain"), pain ("body: pain;pain all over body"), abdominal pain upper ("stomach pain"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), nausea ("nausea") and paraesthesia ("tingles/tingle everywhere") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the uterine perforation, device expulsion, device breakage, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, dyspareunia, vaginal discharge, insomnia, hot flush, pain, abdominal pain upper, mental disorder, reproductive tract disorder, nausea and paraesthesia outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, hot flush, insomnia, menorrhagia, mental disorder, migraine, nausea, pain, paraesthesia, reproductive tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on an unspecified date, she underwent tubal ligation. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received : previously reported event " injury" was updated to new events. Case category was changed from other event to incident. Following events were added : hormonal changes, abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems, migraine headache, reproductive system disorder or condition type of disorder or condition, nausea, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, stomach pain, pain all over body, vaginal discharge, perforation (uterus), can't sleep, hot flashes, plaintiff did not undergo essure confirmation test. Concomitant products added. Reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.